Manufacturer narrative:
This device was being used in an non-clinical environment in a training session. The investigation demonstrated no device malfunction had occurred. Pyng medical is filing this as a conservative interpretation of FDA regulations. In the abundance of caution pyng is filing this as an MDR. Conclusion: both introducers as received were released. Evaluated under magnification both had four of the ten bone probe needles with visible tip damage on the same side of the needle cluster, indicating likely off-perpendicular insertion. As received, introducer a had the infusion tube with stylet supports on the stylet. The infusion tube was pulled off with an average pull force of 145 g; within specification for the luer clip and stylet support. Off-perpendicular release is likely to result in under-penetration of the infusion tube, which, in turn, may result in the infusion tube remaining on the introducer.

Event description:
Insertion difficulty during training session. (B)(4).